Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ malposition: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the device. ¿ deformation observed in the device. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported the event of right side capsular contracture, baker grade IV and "breast firm and sitting high". Device has been explanted.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown and "breast firm and sitting high". Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.